Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the last basal delivery was on (B)(6) 2014, reported (B)(6) 2012 is overwritten. Total daily dose (tdd) adds up and equals the daily basal target. The pump reflected 24u after 24hr on 1u/hr duration test. The device performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient's mom contacted animas to report that the total daily dose (tdd) amount in the pump's history is not the amount of insulin that she recalls giving her daughter earlier in the day. The pump's history indicates that the tdd=100.051 units (bolus=68.101 units, basal=31.956l). The patient's mom reported that there were times when the patient was not at home and that it was possible that the patient may have been "playing" with the buttons on the pump and delivered the boluses. The patient is new to the pump and started using the pump yesterday. The patient already has an empty cartridge and exceeded her max tdd for (B)(6) 2012. The pump date/time settings were confirmed to be correct. The patient's mom also confirmed that the basal settings were correct with the patient's health care professional (hcp). The patient's mom claimed that she and the patient is aware of the pump's lock feature. The reporter reported that the patient's current blood glucose level at the time of the animas call was 45 mg/dl; the patient was treated with juice. The patient reportedly was feeling sleepy and laying on the couch. The patient was currently disconnected from the pump and will not re-connect until her bg levels reach 150-170 mg/dl. The animas customer support representative advised the reporter to continue to work with the patient's hcp for bg management. There was no indication of a pump malfunction; however, this complaint is being reported because the patient allegedly experienced hypoglycemia as a result of alleged unprogrammed bolus dose(s) being delivered.